Event description:
Thermacare heat wrap for lower back and hip did not relieve pain [device ineffective]. Case description: this is an initial spontaneous report by a contactable consumer. This currently (B)(6) male consumer started using heat wrap (thermacare heat wrap for lower back and hip) for back pain on (B)(6) 2011. Relevant medical history was none. Relevant concomitant medications were none. On (B)(6) 2011, while on heat wrap he mentioned that thermacare heat wrap for lower back and hip did not relieve pain. Relevant lab data was none. At the time of report it was unk that he was using heat wrap. At the time of report the clinical outcome of the above mentioned event was unk.